Manufacturer narrative:
(B)(4). Insulin pump p-cap / test reservoir locks in place properly. The pump was received with a blank flashing display due to moisture damage on the electronic assembly electrical board. Also, pump received with moisture damage on the battery tube, motor, vibrator, the keypad connector on electrical board, and connector internal battery noted during visual inspection. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The pump was received with a cracked case (corner of belt clip rails) and cracked battery tube threads.

Event description:
Information received by medtronic indicated that the insulin pump was broken and exposed to water. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.